Event description:
The patient's mother called animas on (B)(6) and reported that the patient was experiencing erratic blood glucose levels. She said the patient was in the hospital on approximately (B)(6) and reported that the patient's blood glucose levels were 32 and 28 mg/dl prior to going to the ER. She gave the patient juice and candy prior to going to the ER and the patient was given food in the ER. At that time changes were made to the I:c ratio and blood glucose target. The patient was placed on IV fluids and discharged approximately 5 hours later. The patient's blood glucose levels reportedly became erratic shortly after changing the ratio and target. She says the patient's blood glucose levels were erratic for a couple of weeks and the patient was taken to the emergency room. Her blood glucose read 475 mg/dl at the medical center and the patient reportedly has had readings of 500 and 600 mg/dl for the past few days. The patient's blood glucose level was reportedly 39 mg/dl in the emergency room after the patient received IV fluids. The mother said the patient was not given insulin, just IV dextrose fluids. She reported that the patient also had low blood glucose levels in the 30's and 40's mg/dl in the past few weeks as well. With low blood glucose the patient sweats and with elevated blood glucose the patient is hyperactive, thirsty, and frequently urinates. The mother treats the patient's blood glucose level with juice and will give peanut butter and/or glucose gels. The patient's blood glucose would elevate to 200 mg/dl or over 300 mg/dl. She reports that with elevated blood glucose she gives injections and the patient's blood glucose level will come down eventually. The patient reportedly does not have any illness or infection. When the patient was discharged from the emergency room her blood glucose read 331 mg/dl on the meter remote and 278 mg/dl on the doctor's meter. The patient was in the emergency room for 5 hours. The doctor wanted the pump replaced. The pump basal and bolus deliveries were reviewed and added up to their respective total daily doses. The pump had not been suspended. She said the basal insulin rates and isf were changed on (B)(6) and confirmed that all advanced features were programmed correctly. The patient programmed and delivered bolus doses as calculated by the pump. The patient's infusion site was changed every three days. Although there appears to be no issue with the pump's insulin delivery during troubleshooting this complaint is being reported because the patient reportedly was treated at the hospital twice while on pump therapy.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(4) 2012 to the end of pump use on (B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.